Event description:
A customer contacted beckman coulter inc. (Bci) reporting an unknown yellow fluid leak beneath the synchron lx20 analyzer since it was relocated. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the waste valve had a small leak around the plastic manifold, where small amounts of waste leaked. The fse returned on (B)(4) 2011 and replaced the valve, which resolved the issue.